Manufacturer narrative:
The reported vcure1470/us (sn (B)(4)) has yet to be returned to the manufacturer for assessment. An investigation into the root cause for product problem is currently in progress. The results of the assessment will be sent via a follow up medwatch. A review of the device history records was performed for the reported serial number (B)(4) for any deviations related to the reported defect of the complaint. The review confirmed that the unit met all material, assembly, and performance specification prior to distribution. Complaint #: (B)(4).

Event description:
As reported (B)(6) 2015 patient of unknown age and gender presented for an endovenous laser procedure. During the withdrawal, the treating physician remove his foot from the foot pedal to stop the procedure, however, the laser unit continued to function. The fiber was outside of the patient when this occurred. The emergency stop button was pressed which immediately turned the unit off. There was no report of harm or injury to the patient due to the event. It was reported the laser unit is available for return for assessment and repair.

Manufacturer narrative:
Both the account's 1470 venacure laser ((B)(4)) and foot pedal were returned for evaluation and repair. The unit was received in good condition. Functional testing was performed on the laser and foot pedal together. The laser was fired multiple times without error. The foot pedal was also tested separately and again, no errors occurred. A review of the units fault log and sessions log noted no anomalies. The reported failure could not be replicated and no defects were found. The reported complaint description could not be confirmed. A definitive root cause for the reported complaint description cannot be determined. A review of the device history records was performed for the reported serial number (B)(4) for any deviations related to the reported defect of the complaint. The review confirmed that the unit met all material, assembly, and performance specification prior to distribution. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends.